Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a patient experienced a posterior capsular (pc) tear during a laser assisted cataract surgery. The surgeon stated it occured during quadrant removal, when a large nuclear segment made contact with the posterior capsule during cataract surgery. The surgery was completed after an anterior vitrectomy was performed and an anterior chamber (ac) lens was inserted into the sulcus. Additional information has been requested but none has been received.

Manufacturer narrative:
The company clinical applications specialist (cas) completed a questionnaire. The clinical analyst reviewed the questionnaire/file and stated the following: ¿the customer reported that a patient experienced a posterior capsule (pc) tear during a laser assisted cataract surgery. The surgeon stated it occurred during quadrant removal, when a large nuclear segment made contact with the posterior capsule during cataract surgery. An anterior vitrectomy was performed and an anterior chamber (ac) intraocular lens (iol) was implanted the sulcus. Additional information has been requested from the customer but none has been received. Product evaluation no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. (B)(4).